Event description:
The reporter states that she had 25-30 infusion site failures since (B)(6) 2017 with usually 1 failure occurring per week. She then goes on to describe the most concerning issue which occurs during the filling process of the reservoir. She stated that during the filling process, she noticed thread like particles in the insulin reservoir and began experiencing hyperglycemia shortly after spotting these particles in her reservoir. She then began to use humalog vials with her tandem pump in order to bypass the issue that she had been experiencing with the tandem pump reservoir however, she states that she believes the reservoir also contaminated the vials as well and she began having the same hyperglycemic episodes while using the vials. Patient states that since starting the pump, she has been experiencing frequent highs and lows with her blood sugar like never before. She said that she might be planning on visiting her doctor to do tests for toxins. Patient began using injections instead of the pump in early (B)(6) as a consequence of the pump's lack of reliability.